Manufacturer narrative:
01/19/2016 09:42 am (gmt-5:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(6), pa-c was harvesting the saphenous vein during a CABG procedure with dr. (B)(6). Harvesting from the left leg, during branch dissection, david heard a loud pop noise. The balloon on the blunt tip trochar had popped. It was reported that david did not put too much air in the balloon to allow this to happen. 'The hospital reported that during an endoscopic vein harvesting procedure, the btt balloon "popped' during left leg branch dissection. The device was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6), pa-c was harvesting the saphenous vein during a CABG procedure with dr. (B)(6). Harvesting from the left leg, during branch dissection, (B)(6) heard a loud pop noise. The balloon on the blunt tip trochar had popped. It was reported that david did not put too much air in the balloon to allow this to happen. 'The hospital reported that during an endoscopic vein harvesting procedure, the btt balloon "popped' during left leg branch dissection. The device was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects.